Manufacturer narrative:
On 10/5/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation results: it was reported that a male patient underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis the returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were within specification. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. St. Jude medical brk transseptal needle, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the cti line, the patient became hypotensive and an effusion was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 600 ml. Patient was reported to be in stable condition. Patient required an additional day of hospitalization for monitoring. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. Generator parameters at the time of injury included power at 45 watts, 999 second cut-off, and temp cut-off of 42 degrees celsius. Power was not titrated. There is no information regarding overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time goal of 300-350 seconds. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. There is no information regarding if the carto 3 system indicated to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.